Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. No deviation was found during the production of this lot.

Event description:
One and 1/2 hours after placing the biatian silicone the patient broke out in hives all over and went into anaphylactics. They used prednisone and it began to resolve.